Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent move on balloon occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, after removing the stent protector, it was noticed that the stent was partially unfolded. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy, (B)(4), ous 4.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination found that the stent detached from the sds. The stent was damaged with struts distorted and stretched. The balloon cones were reviewed and no issues were noted. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was returned for analysis with the device and the stent protector internal diameter (ID) was measured which is within specification. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. A visual and tactile examination found several slight hypotube kinks along the catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, after removing the stent protector, it was noticed that the stent was partially unfolded. The procedure was completed with another with same device. No patient complications were reported.